Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed. H3 other text : device disposition unknown.

Event description:
The customer reported: "patient operated on 04/10/2023 for osteosynthesis of metacarpus d3 and d4. During bone drilling in preparation for screw insertion of a screw, the ancillary drill bit broke off flush with the bone, preventing any attempt to extract the drill bit without being more deleterious. The surgeon decided to leave the drill bit in the metatarsal".